Event description:
It was reported that this right ventricular (rv) lead triggered an automatic lead safety switch from bipolar to unipolar configuration due to high out of range pace impedance measurement greater than 2,000 ohms. Noise was seen in the unipolar configuration. It was noted the patient is one percent ventricular paced and the lead was implanted in 1998. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.